Event description:
Account reported on (B)(6) 2014 that surgeon performed catalyst treatment and small air bubble in the loi caused incomplete capsulotomy. While performing completion of capsulotomy with capsulorhexis forceps a tear was caused. Only anterior, no posterior rupture.

Manufacturer narrative:
(B)(4). Anterior capsule tear. Device manufacture date - april 2013. Abbot was unable at the time of this report to retrieve images from the database of the system. Additional request for information with the account have been done however, no information have been received. All pertinent information available to abbott medical optics has been submitted. Placeholder.